Event description:
The pump screen went blank unexpectedly, and the led was not blinking. There was no adverse impact to the customer¿s blood glucose level. The customer needed to plug the pump into a power source to turn it back on and planned to call back when assistance was available to read the pump history.